Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory. Product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #:(B)(6). Product ID: 97745, serial/lot #: (B)(6),UDI#:(B)(4). H3: analysis of the device, model # 97745bp, s/n (B)(6), revealed broken case, tab. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative regarding an external device. The reason for call was pt's husband (caller) reported that the controller had "gone bad". Caller said they removed the battery pack to restart the controller, but that had not worked. Caller said they used aa batteries and the controller worked once and then quit. Caller said the controller still won't come on. Caller said they have been battling with the controller for the last 3-4 weeks. The caller removed the battery pack from the controller and connected the controller to the ac power supply without the battery pack inserted; caller confirmed that the controller powered on. Then they reinserted the battery pack into the controller while the controller was still connected to the ac power supply; caller confirmed that the controller green light was not flashing. Caller said the connectors on the battery pack looked okay. Caller said the pins inside the controller looked okay. Caller said the controller port and pins look in good shape, as did the plug for the ac power supply. Caller tried aa batteries again in the controller and said they were brand new. Caller said the controller screen powered on. The issue was not resolved. No symptoms were reported. Information was received from a patient's representative regarding an external device. The reason for call was caller stated they got the replacement battery but the controller screen wouldn't power on. Patient (pt) reset the controller. No visible damage identified on the external equipment. Controller battery level: 100%, stimulator battery level: 60%. Pt confirmed being able to start a charging session with excellent recharge quality. The troubleshooting steps that were taken on the call resolved the issue.